Event description:
On 2/11/00 the account reported a negative corzyme result (c/o=.392, smp=.516). The account questioned the negative result due to a confirmed reactive hepatitis b surface antigen result and negative ausab result. The sample was repeated on 2/15/00 using 1 rep from the original tube and 1 rep from a pour off tube of the same sample to rule out sample contamination, the results were reactive (c/o=.392, smp=.131/.151). A corrected report was issued based on the reactive results. No injury was reported.